Manufacturer narrative:
The inlay was lost during the repositioning attempt and is not available for evaluation. The device history record (DHR) review of the manufacturing lot was performed and there were no discrepancies or unusual findings related to the reported issue. Inlay shifts in position, decreased vision, and visual symptoms are listed in the device labeling as known potential risks. (B)(4).

Event description:
The patient underwent uneventful implantation of the raindrop corneal inlay in the left eye on (B)(6) 2016. One week postoperatively the patient reported experiencing starbursts and halos at night. On (B)(6) 2017, the inlay was observed to be malpositioned slightly superiorly. On (B)(6) 2017, the surgeon attempted to reposition the inlay; however, during the repositioning attempt the inlay became lost and a new inlay was implanted successfully. The patient's best corrected distance visual acuity (bcdva) decreased from 20/20 (preoperatively) to 20/25 immediately prior to explant. The inlay is well positioned post exchange and the bcdva is 20/25.